Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage generator connectors were retightened and the high voltage cable connectors were regreased. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed an overload fault error message that resulted in a no x-ray condition. The system was rendered unusable. There is no report of pt injury associated with this event.